Event description:
It was reported that the pt's pump was infected with (B)(6). It was stated that the pt experienced "symptoms related to infection....fever, etc." The pump was explanted while the catheter was left implanted. It was noted that the pt's pump contained (B)(6) at a concentration of 500 mcg/ml and a dosage of 100 mcg/day. The pt was "recovering well" following the pump explantation. No further details were provided at the time of this report. A f/u report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).